Event description:
Last fall, the pt had returned of spasticity. The pump was refilled and turned down because the pt's mom didn't feel it was doing any good and it was nearing its end of battery life. She didn't want to have it replaced if it wasn't helping. There was nothing wrong with the pump. The pt had return of rigidity and stiffness. The pt's pump was reinitiated in (B) (6) 2010. The dose was 200 mcg/day, which was too much for the pt, causing him to have seizures and become sedated. They turned the dose down to 100 mcg/day which was not enough. On (B) (6) 2010, the pump was turned up to 150 mcg/day. The pt had a good response, was alert without stiffness or rigidity. They were planning to turn the pump up at the end of april 200 mcg/day. The device system was used to deliver lioresal (1000 mcg/ml) and clonidine (946 mcg/ml).

Manufacturer narrative:
(B) (4).